Event description:
A nurse in the operating room in (B)(6), contacted mizuho osi to discuss the 6875 table and that while she used the device she hurt her back on (B)(6) 2012.

Manufacturer narrative:
Working to contact hospital and complainant, as the complaint did not come directly from hospital.